Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively determined through this evaluation. The account reported that the patient experienced multiple episodes of ventricular tachycardia (vt) for which they received shocks from their implantable cardioverter defibrillator (ICD). Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. Additionally, review of the log file provided by the account revealed no atypical events or alarms and captured the pump functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for vad-59874 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had multiple episodes of ventricular tachycardia which was treated by multiple shocks of their ICD. The log file found no unusual events.